Event description:
It was observed that during the device evaluation, the camera head exhibited the following: disconnection; corrosion on the electrical contacts of the video connector; flooding of the camera cable; pixel defects occurred, and malfunction in the image capture of the main unit. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunctions: the video connector was damaged (cracked), and it was not possible to maintain the airtightness of the present equipment, and it is assumed that water entered the interior of the equipment, resulting in flooding of the video connector. The camera cable has a flaw (hole), and it is presumed that the airtightness of the original product could not be maintained and moisture entered the inside, resulting in flooding of the camera cable. The camera cable was flooded, and it is assumed that moisture entered the inside of the camera cable. The camera cable was submerged in water, which may have allowed water to enter the interior of the camera. Therefore, it is presumed that the ccd has malfunctioned, resulting in image defects. A definitive root cause however cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.